Event description:
The customer reported approximately 2 ml of clear fluid was leaking from bsv (blood sampling valve) on their hmx al instrument that dripped out onto the countertop and onto the floor. The instrument had passed startup, but latron primer was high. They did not run controls or patient samples. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) found diluent leaking from the blood sample valve (bsv) and replaced the bsv and actuator to resolve the leak. The fse also observed fluid leak at the probe tip and replaced the probe wipe to resolve this leak. Upon recur, the identified failure mode could cause un-flagged, flagged and or non-numeric results for all parameters including rbc, rdw, mcv, hct, mch, mchc, diff%, diff #, hgb, wbc, plt, mpv, pdw, and pct. (B)(4).